Event description:
The customer reported a pressure sensor failure. No patient involvement reported.

Manufacturer narrative:
The customer returned mc board and gds were installed in an fi test ventilator. The pressure accuracy pv test was performed and passed. The ventilator was run in normal ventilation for 2 hours without any errors occurring. No failure was found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.